Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. On the same day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR 9612164-2011-01735, 9612164-2011-01736).

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Correction to event date - cec adjudicated date of mi event was (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Manufacturer narrative:
(B)(4)